Event description:
This is a report of peritonitis in a patient, coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient was hospitalized, on the same day, for the event. However, the treatment was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records of suspected lots: gd893743 and gd893883, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional information was received from the patients nurse who reported that the home patient acquired peritonitis because of a breach in aseptic technique by the caregiver. The home patient is reportedly recovered from the peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.